Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the touch screen was not working and em mode was not available.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the touch function of the monitor was functioning. Monitor was replaced. Em mode was not available as the axiem box was damaged and some pins from the axiem box cannot be removed from the port. Em box and em controller were replaced and the em was functioning normally. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.